Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed infection at the incision site. The symptoms included pain and redness. The patient was admitted in the hospital, had the leads pulled and an intravenous antibiotics was administered. The physician does not believed that the infection was device or procedure related. The infection colonized the skin because the patient was diabetic.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed infection at the incision site. The symptoms included pain and redness. The patient was admitted in the hospital, had the leads pulled and an intravenous antibiotics was administered. The physician does not believed that the infection was device or procedure related. The infection colonized the skin because the patient was diabetic.